Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced significant pelvic pain, bleeding, recurrent urinary tract infections, infections, vaginal dryness, and painful sexual intercourse. She also felt something protruding from her vagina. On or about (B)(6) 2012, the patient underwent revision surgery to remove the device. Due to erosion the physician was unable to remove all of it. Post procedure the patient continued to experience adverse physical symptoms.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.